Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported break (cracked hub) and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was used to treat a lesion in the non-calcified, non-tortuous distal right coronary artery. During use of a 2.25x15mm trek balloon dilatation catheter (bdc) the hub was noted to be cracked and leaking. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.